Manufacturer narrative:
Exact event date unknown, event occurred 10 years from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-50/sc-2138-70, serial: (B)(4), batch: 108867/122945; product family: scs-linear leads, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 122945.

Event description:
It was reported that the patient ipg would no longer charge and was not providing adequate coverage. The patient experienced aching and burning down the left leg. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.